Event description:
It was reported that the pt underwent a skin lesion excision in which vicryl sutures were used. Two days following the procedure the suture broke and the pt was resutured. No other adverse consequenced to the pt were reported.